Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump failed the displacement test with 51.1 units remaining on the status screen, followed by a motor error alarm during rewind due to motor encoder signal out of phase. The insulin pump was received with cracked battery tube threads and minor scratched lcd window.

Event description:
The customer reported a motor error alarm from the insulin pump. The customer was advised that the insulin pump will need to be replaced. No additional information is provided.